Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the fill tubing process took a larger amount of insulin to observe drops exiting the tubing. The customer's blood glucose (bg) level was 522 (mg/dl) with medium ketones. A manual injection was delivered to address bg level. Ultimately, insulin was seem exiting the tubing and the customer reportedly resumed insulin.